Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address polywear.

Manufacturer narrative:
Examination of the submitted device confirmed anticipated wear for a polyethylene knee device implanted for approximately nine years. The device does not show any evidence of product failure. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.